Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing, noise signals in the right atrial channel. Additionally, it was noted episodes of pacemaker-mediated tachycardia (pmts). Troubleshooting options were discussed and the sensitivity settings were adjusted. Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.